Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. The device can no longer be repaired. The isolated part was evaluated by stryker product analysis center (pac) and it was determined that the cause of the reported issue was due to a single board computer on the system pcb assembly.

Event description:
A customer contacted physio-control to report that their device would not complete the boot-up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device would not complete the boot-up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.